Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years, 2.5 months. The patient remains on vad support and no further related events have been reported. A correlation between the device and the reported event could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted on (B)(6) 2015 due to a potential gastrointestinal (gi) bleed. At the time of admission the patient had a hemoglobin of 6 g/dl and their inr was in the therapeutic (2.0-2.5) range. The patient received 2 mg of vitamin k in order to undergo an endoscopy for suspected gi bleeding. It was reported there were no findings upon endoscopy and after reviewing labs it was observed that the patient had an iron deficiency. The patient was discharged on (B)(6) 2015. On (B)(6) 2015, the patient was admitted for hemolysis with lactate dehydrogenase (ldh) levels greater than 500 u/l (baseline 200-300 u/l). The patient was treated with IV heparin until ldh levels returned to a baseline range. The patient was discharged on (B)(6) 2016. The customer stated that the vitamin k given prior to scope could have caused the patient¿s ldh levels to elevate since the patient did not have a gi bleed.